Event description:
It was reported that during patient washing, the expiratory cassette inlet port disconnected. The patient saturation decreased to 65%. Final patient outcome is no injury. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The expiratory cassette was investigated on site. According to the field service engineer, the expiratory inlet is separated from the cassette. Once reconnected, if more or less traction is exerted, the expiratory inlet withdraws. Investigation did not reveal any trace of shock on the cassette, nor on the expiratory entry. The green o-ring is not damaged. The problem was solved by replacing the expiratory inlet and the green o-ring. After replacement and cleaning the membrane , the expiratory cassette passed all functional and safety tests successfully. The expiratory cassette was returned to customer and cleared for clinical use. The provided pictures confirmed the reported expiratory cassette inlet separation. No part has been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.